Manufacturer narrative:
Insulin pump passed the displacement test but alarm during the basic occlusion test due to protruded drive support disk. Unable to perform the occlusion, prime and excessive no delivery test due to compromised force sensor system alarm. No button keypad anomaly noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force sensor system. The customer¿s blood glucose level was unknown at the time of the incident. Customer reports they were unable to clear the alarm. Customer states buttons are not responding. Customer advised to discontinue use of insulin pump and revert to back up plan. The insulin pump will be returned for analysis.